Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that since the date of implant, the pocket that her ins is in, was too large and her ins could move 2 inches in each direction. On (B)(6) 2020 her hcp stitched up the pocket and used permanent sutures to hold the ins in place. The ins doesn't move now. No further complications were reported. Additional information was received from the rep on (B)(6) 2020. It was reported they were made aware of the pocket revision surgery a month after the ins was implanted. The patient has been doing well since the revision surgery. No further complications were reported or anticipated. Additional information was received from the rep. It was reported that they were aware of the pocket revision surgery two weeks prior to the day of surgery ((B)(6) 2020). No further complications were reported.